Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device indicates the device exhibits signs of wear consistent with usage and is fractured. Device history record was reviewed and no discrepancies were found. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the impactor pad fractured during impaction of the femoral implant as part of a knee procedure. No adverse events have been reported as a result of the malfunction.